Manufacturer narrative:
The handpiece was returned to olympus for evaluation. The evaluation confirmed the user's experience. The probe tip was broken off at 10 mm. The teflon pad showed normal wear. The device was tested suing a esg-400/usg-400 and the device failed the probe check test. The device was forwarded to the original equipment manufacturer for further investigation. The instruction manual warns, "do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the thunderbeat handpiece experienced multiple probe damage errors due to contact with a metal vaginal manipulator. The handpiece was removed and a probe check was performed. The handpiece passed the probe check. The procedure continued with the same handpiece. The handpiece was removed for cleaning, and the tip of the probe broke off when it was wiped with a most cloth. The procedure was finished with another handpiece. There was no pt injury reported.